Event description:
It was reported that the patient was monitored via Merlin.net. Review of the transmissions indicated that the right ventricular lead exhibited noise oversensing, which resulted in episodes of high ventricular rate and pacing inhibition. No intervention was performed. No adverse patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.